Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged. A revision procedure was performed and the lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
A complete lead was returned to boston scientific for laboratory testing. Visual inspection found that both tines were intact and in good condition with no visible signs of damage. The lead was put through and passed electrical continuity and insulation integrity testing. It was concluded that there were no irregularities identified noted at the tip section that would have contributed to the reported dislodgement.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.